Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 with frail leaflets. An xtw clip was inserted and grasping was performed. However, the posterior leaflet was difficult to grasp causing tissue damage. The clip was repositioned and deployed. One additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping was unable to be determined. The reported tissue injury appears to be related to patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.